Event description:
It was reported by the patient that the previously working remote monitor was no longer responding to the start button. The cord connections and switches were checked. The monitor was replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported by the patient that the previously working remote monitor was no longer responding to the start button. The cord connections and switches were checked. The monitor was replaced. No patient complications have been reported as a result of this event. It was further reported that the monitor was returned.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found fluid ingress on the printed circuit board assembly and the monitor also failed functional power testing.